Event description:
It was reported that during balloon inflation of the implant, under fluoroscopy, it was noticed that contrast was leaking from the shaft of the delivery system and it was not possible to completely inflate the balloon. The implant was not completely apposed to the vessel wall. As it was not possible to detach the balloon from the implant, the physician removed the whole system together. During retrieval the implant became shriveled up and it could not exit from the radial access. The vascular surgeon removed the device from the patient anatomy. The patient is reported to be fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.